Event description:
The exchanged system controller would remain as the patient's backup controller.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarm was confirmed via log file analysis. Data from 23jul2024 was reviewed. The controller event log file revealed backup battery fault alarm initially became active on 23jul2024 at 12:16:38 and remained thereafter. The alarm activated due to the backup battery not passing load test. At the time of the alarm activation, the unloaded voltage was under the allowed threshold. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The driveline was physically disconnected on 23jul2024 at 12:20:00 and remained disconnected. Both power cables were disconnected shortly after, and the device was put into sleep mode at 12:32:50. The sequences of event appear related to the reported system controller exchange. Additional information reported the battery cable was reseated in system controller (serial # (B)(6)). The device remained as the patient¿s backup and will not be returned. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarm. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes backup battery fault alarms. Backup battery fault alarm. ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, ¿replacing a backup battery in the system controller¿ details the required tools and steps to exchange the internal 11v backup battery. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic following a system controller done at home reportedly due to a backup battery (ebb) fault alarm. A self-test was performed on the faulty system controller while attached to the power module the 11v ebb was unplugged and reseated. No recurrent backup battery fault alarms were noted. The exchange was performed prior to the patient calling the left ventricular assist device (lvad) team and was subsequently re-educated on the need to call us for alarm triage and emergency preparedness. The patient's new system controller appeared to be working properly with no issues. Log files from the faulty system controller were submitted for review and captured on (B)(6) 2024 starting at 12:16:38, a series of backup battery faults. The events appeared to have occurred after the system controller attempted a load test.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.